Event description:
As reported by the affiliate, when negative pressure was applied during preparation, air kept coming in continuously. It was possible there was a leakage from the balloon catheter. The procedure was continued using same size savvy. The indeflator used for the procedure was "everest (medtronic)". Please note that this device is available for testing and evaluation, but the engineering report is not yet available. Additional information has also been requested and will be submitted within 30 days upon receipt.